Manufacturer narrative:
Result: motion interrupt pan was stuck in the activated position.

Event description:
It was reported by service report that the bed would not lower. No patient involvement or adverse consequences are reported.